Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. After 2, 5 hours of dialysis, the catheter sucked air which was recognized immediately. Reason was a hairline crack before the catheter exit site. The catheter was removed and replaced with a new palindrome. The pt did not get hurt.

Manufacturer narrative:
(B)(4). An investigation is currently underway; results will be forwarded when complete.